Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to customer's blood glucose levels.